Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for an atrial driven event. Boston scientific technical services (ts) was consulted and reprogramming options were discussed and performed. No additional adverse patient effects were reported. At this time, this device remains in service.